Manufacturer narrative:
Concomitant medical products: product ID: 8637-20, serial# (B)(4), implanted: (B)(6) 2015, product type: pump. Product ID: 8709, serial# (B)(4), product type: catheter. Product ID: 8840, product type: programmer, physician. (B)(4).

Event description:
A manufacturing representative reported that following a pump replacement due to normal end of life (eol), the new pump drug and concentration were changed to 10mg/ml of morphine sulfate at 1.5mg/day. The lot number was unknown. The indications for use were non-malignant pain and failed back syndrome -other. There was not a question of pump function. The healthcare provider (hcp) wanted to de crease the dosage to be ultra-cautious. (The old drug concentration was morphine sulfate (ms) 50mg/ml, tetracaine 10mg/ml, and ketamine 20mcg/ml at a dose of 22.983mg/day.) The hcp tried to aspirate the catheter and was unable. The manufacturing representative assisted with programming a bridge bolus and used the bridge bolus application. After doing that, he realized this may be an error. The new pump was refilled with 10mg/ml ms, and a back table prime was done, after which he programmed a bridge bolus so there was old drug in the catheter and new drug in the pump tubing and a ttv (total tube volume) bolus amount bridged of 0.34ml. The pump had been infusing for ten minutes. The volume infused for 10 min was 0.0032ml. Tcv (total catheter volume) 0.141ml - 0.0032ml infused = .137ml left to bridge. The hcp ordered the bridge bolus dose change from 22.983mg to 2.4mg/day. The bolus amount was 0. 0.137ml over a duration of 68 hours and 30 minutes. No patient symptoms reported. Additional information received from a company representative reported the issue with the catheter was discovered when the new pump was attached. The company representative could not be sure which catheter it was because they were not sure if any of the unknown catheter registered to the patient remains. No troubleshooting was performed related to the healthcare provider not being able to aspirate the catheter. The healthcare provider did not elect to replace the catheter. The cause was not determined and doesn't seem to have affected the patient's therapy as they have been doing well so far post-operative. The bridge bolus issue was caught and fixed almost immediately and never affected the patient. Refer to MFR report number: 3007566237-2015-03099 for additional device related to the inability to aspirate and report of a bridge bolus error.